Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 8 years 6 months post implant of this bioprosthetic valved conduit implanted in a pediatric patient, the device was replaced valve-in-valve with a transcatheter pulmonary valve (tpv). The reason for replacement is unknown. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.